Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4) approximate age of device ¿ 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a pump stop and driveline disconnected alarm on their system controller while connected to the power module at home. The alarms resolved after switching to battery power. When the patient was at the clinic, the alarms reoccurred with driveline manipulation while connected to the hospital's power module with the patient's power module patient cable. The alarms resolved when placed back on battery power. The patient felt fluttering in the chest during the pump stoppages, but otherwise reported feeling fine. The patient's inr was 2.0. The patient was provided with an ungrounded power module patient cable. On (B)(6) 2015, it was reported that the pump stoppages had recurred, but now both while on an ungrounded power module patient cable and while on battery power. The pump stoppage occurred while the patient sat on the edge of the bed; the physician instructed the patient to lie flat on their back. The manufacturer's technical services representative reviewed the log file and noted the pump stoppages on both power module and battery power. A driveline disconnect alarm was associated with the pump stoppages. The pump stoppages were suspected to be due to more than one wire shorting to the shield or to each other. The patient had a pump exchange on (B)(6) 2015.